Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with the following procedures: moschcowitz culdoplasty, lysis of adhesions, bilateral para-vaginal defect repair, right ovarian cystectomy, cystoscopy, perineoplasty and excision of access perianal skin. It was reported that the patient underwent transvaginal excisions of apical vaginal mesh due to exposure on (B)(6) 2005 by (B)(6), md. It was reported that the patient underwent transvaginal excision of mesh and left groin incision and drainage due to recurrent erosion on (B)(6) 2006 by (B)(6), md. It was reported that the patient underwent exploratory laparotomy, excision of residual sacral colpopexy mesh, excision of right peritubal cyst, and cystoscopy on (B)(6) 2007 by (B)(6), md. No additional information was provided.

Manufacturer narrative:
It was reported that this is a duplicate of medwatch 2210968-2016-13408. This medwatch is being voided. All information regarding this event will be contained in medwatch 2210968-2016-13408.